Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. Image review: a review of the provided image (see attachments in crm notes) is consistent with the reported damaged insulation in the cautery wire, with exposed cables. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument had a scrape on insulated cable and the wire/cable was visible. There was no report of any issues the last time the instrument was used. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were not exposed. There was a piece missing, measuring 2.59 mm x 0.42 mm. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation